Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. They reported that the cause of the warning por could not be determined. To resolve the por, the rep interrogated the ins with the clinician programmer. No further information could be obtained. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2019, the patient's programmer displayed a warning power on reset (por). No symptoms were reported. The rep reported they were trying to help the patient over the phone with clearing the por using the patient's recharger and programmer. It was reviewed that warning pors can only be resolved using the clinician programmer. No further troubleshooting could be performed due to lack of access to product. No further complications were reported or anticipated.